Event description:
Per the clinic, the patient experienced inflammation and bleeding around the implant site. The patient was prescribed a five day course of oral antibiotics beginning on (B)(6) 2015. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.